Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the charge-pak and power switch flex cable assembly had been caught on a stud from the device case and was torn as a result. This affected the device's ability to charge the internal hlc batteries and also affected the power switch functionality. The customer received a replacement device.

Event description:
The customer reported that their device was showing its charge-pak and service wrench icons. After an evaluation of the device by physio-control, it was observed that the device would no longer power on. There was no patient use associated with the reported failure.